Manufacturer narrative:
(B)(4). Brand name: unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but refered to as a cook ivc filter. Expiration date: unknown as lot# is unknown. Implant date: unknown as information was not provided. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complainant filed: it is alleged that "in (B)(6) 2010, [pt] was implanted with one of the cook ivc filters to treat a moving blood clot during her (B)(6). [Pt] was advised that after the child was born, the surgeons would be able to remove the implant. In (B)(6) 2011, surgeons attempted to remove her (B)(4) ivc filter. After an hour long surgery, the surgeons were unsuccessful in removing the implant. A couple of months after the first attempt, a second attempt was made to remove the (B)(4) ivc filter, and again, surgeons were unable to remove the device". Patient outcome: it is alleged that "as a result of being implanted with one of the cook's ivc fitters, [pt] will have to take blood thinners for the rest of her life.

Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook ivc filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4), summary of investigational findings: no imaging provided and patient's medical records are unknown at this time and based on limited information it cannot be determined, if the complaint relates to a tulip filter or to a celect filter. It is not possible to comment on the filter being not possible to remove approx. 6 months and again 8 months after filter placement and why the first attempt was unsuccessful, if made by surgery during "an hour long surgery". It is not reported if any endovascular retrieval attempts were made, nor if advanced techniques were used. Also, it is not possible to comment on the "mental distress," which the patient alleges to experience "based on the belief that something bad could happen unexpectedly as a result of there being a permanent medical implant in her body." Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. The rpn is unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complainant filed: it is alleged that "in (B)(6) 2010, [pt] was implanted with one of the cook ivc filters to treat a moving blood clot during her (B)(6) of pregnancy. [Pt] was advised that after the child was born, the surgeons would be able to remove the implant. In (B)(6) 2011, surgeons attempted to remove her cook ivc filter. After an hour long surgery, the surgeons were unsuccessful in removing the implant. A couple of months after the first attempt, a second attempt was made to remove the cook ivc filter, and again, surgeons were unable to remove the device". Patient outcome: it is alleged that "as a result of being implanted with one of the cook's ivc fitters, [pt] will have to take blood thinners for the rest of her life.